Event description:
It was reported that there was a perforation. A left atrial appendage (laa) closure procedure was being performed. A watchman trusteer access system (was) and a 30mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the patient but did not meet release criteria. The physician then exchanged the was for a new watchman trusteer access system. The new was was positioned in the laa of the patient. A standard fixed core wire was placed through the was into a pulmonary vein. While exchanging over this wire, the physician said that it was not supportive enough and asked for another wire. The wds was then inserted and positioned in the laa. During the closure device deployment, the patient became hypotensive and unstable. The physician was unable to assess the closure device for release, so the procedure was ended. The physician then performed a venogram of the iliac and saw a perforation. An interventional radiologist came and placed a stent and the patient stabilized and left the room. There were no other complications that were reported to have occurred as a result of this event.